Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The manufacturer's remote service technician performed troubleshooting with the customer. The customer connected the unit to the wall outlet but was unable to duplicate the reported event. The reported inlet pressure was 102 pounds per square inch (psi) and the customer reported there was no regulator on the supply tank. The customer connected the tank to the wall oxygen at 54 psi and the unit provided oxygen. The technician informed the customer that regulators set between 40-85 psi are required. Any pressures outside of that range will result in the oxygen source being shut off. The customer reported replacing the regulators and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit displayed a high oxygen inlet pressure and oxygen not available message. The device was in use at the time of the event; however, there was no patient harm.